Event description:
Customer reported via phone call that serter was not releasing sensor. Customer's blood glucose was 140 mg/dl. After troubleshooting, customer reported that neither sensor nor needle hub were in serter. Customer was advised that serter and complete sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.